Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. As a result, the s-ICD was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient. This report also contains a correction to device name and information in section b5 and d2a. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.